Event description:
It was reported that the user experienced signal loss while attempting to use a dexcom g7 with the ilet, resulting in no glucose data on the ilet and reported hyperglycemia with readings over 400 mg/dl; support provided education on toggling between g6 and g7 and general troubleshooting. Symptoms included hyperglycemia without reported acute clinical effects. Outcomes included the need for subcutaneous insulin via pen injection and no medical intervention or hospitalization. Investigation included customer interview and troubleshooting and education. Investigation of this case revealed a reported loss of communication between the sensor and the ilet without identifiable device malfunction. It was concluded that the event was related to hyperglycemia with cause unclear, and device involvement could not be confirmed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.